Manufacturer narrative:
D11 correction) bi71000168 is not a concomitant product. The only concomitant product is: product ID: bi71000444, serial/lot #: rev. 1 : s/n (B)(6), e1-e3 correction) initial reporter updated. G3 additional information) additional report source added due to section e correction. H3) a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. A leaf of the collimator was not moving. The rotor motion controller was replaced to resolve the issue. The system then performed as intended and passed a system checkout. The rotor motion controller was returned to medtronic for analysis. The reported issue could not be confirmed. When installed into a test system, the system initialized and was functional. No failures were found. H6) fdm 10, fdr 180, fdc 4307 are applicable to the system checkout. Fdm 10, fdr 213, fdc 67 are applicable to the returned motion controller. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was confirmed that there was a patient present. It was also stated that the issue occurred during a sacroiliac and thoracolumbar procedure. There was no impact on patient or outcome, no delay and the case proceeded without navigation.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000444, serial/lot #: unknown; product ID: bi71000168, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the ias will not fulling initialize. They were getting an error initializing collimator. They tried multiple reboots with no resolve. There was no patient involvement.